Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the tachy therapy for this implantable cardioverter defibrillator (ICD) was programmed off. The health care professional (hcp) reported that the program was not ordered by the physician. A boston scientific technical services (ts) discussed that therapy could not be programmed off unless ordered by a physician and suggested to have the device check to verify if therapy was disabled for a procedure and was not re-enabled. There was no further information given on this event. The device remains in service. No adverse patient effects were reported.